Event description:
Uterine fundal tear from uterine manipulation.

Manufacturer narrative:
No lot info was given. The procedure performed at the time of the event is not known. The directions for use in the warnings section state: "the kronner manipujector (uterine manipulator-injector) should be inserted along the correct axis, (which depends upon the position of the uterus), to reduce the possibility of uterine trauma. Sound the uterus prior to using the kronner manipujector (uterine manipulator-injector) to determine both the direction and depth of the uterus." The kronner manipujector (uterine manipulator-injector) has an od (outside diameter) of 5mm. Its use in hysterosalpingography and rubin's test should be reserved for the pt with a large uterus (multiparous, post-abortal, etc.) That will accept this size comfortably without anesthesia." The directions for use in the precautions section state: "the cervical os should be #13-14 hank size before inserting the kronner manipujector (uterine manipulator-injector) for easy passage and to prevent tearing the intrauterine balloon."